Manufacturer narrative:
Although requested, the AED has not been returned and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED's asi is flashing red, and it will not power on. They reported that this did not occur during patient use.